Event description:
It was reported that during a hartman procedure, the instrument was fired but no staples came out, both instruments; patient and bowel were checked for staples, but none were found. The surgeon is very used to this instrument, and has never experienced this before. The patient was sutured instead; no other thing was done. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (Device b): other # = (B)(4) (batch #); exp date = 10/08/2016. Manufacture date (device b): 11/8/2011. Device (a) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Device (b) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2012. Information anticipated, but unavailable at this time. Additional information: did the device cut? Yes, it did cut but no staples. Which firing did the event occur? First firing.